Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter powers off during the use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 2 pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications at the time of the reported issue. Several hours after the start of the alleged issue, the reporter claimed the patient had a symptom of thirst. The patient took food and/or drank a beverage as treatment. Early morning, the patient reportedly obtained a blood glucose result of ¿334 mg/dl¿ with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.